Event description:
The female pt received a 2.5 x 18mm cypher stent in the proximal rca, a 2.5 x 18mm cypher stent in the proximal lad, and a 2.5 x 13mm cypher stent in the obtuse marginal in 2003. The pt was hospitalized in 2007 with stable angina. Angiography showed 40% occlusion in the mid rca and 60% occlusion in the proximal lad. No intervention was planned, conservative treatment. On the following month, the pt was hospitalized with angina pectoris and light st-elevation. Angiography showed 70% occlusion in the lad and rca. An elective CABG was performed on four days later.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-01893. This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.